Event description:
According to the reporter, while performing a gastric bypass after mason procedure in the past, the gastro-entero anastomosis was performer by a stapler with a reload and during the knife being pulled back, the ibeam pulled open the tissue of the anastomosis which caused a bigger insertion hole than was needed. A surgical intervention was needed. There was a temporary injury. There was tissue damage. The hole was closed with a v-lock suture in other to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Video inspection of the procedure noted that a medtronic device was used. The I-beam was retracted, the reload jaw was opened, and the reload was then removed from the insertion hole. The hole was then sutured closed. Functionally testing of the device could not be performed as the device was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The device lot number was not provided. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.